Event description:
The customer contacted baxter's service center regarding a system error 2367, which occurred on the homechoice (hc) during use. The rn called in for the hp and stated they had cycled the power from another alarm. The technical service representative (tsr) had the registered nurse (rn) cycle the power to go to press go to start and had the rn disconnect the home patient (hp) and remove the cassette. The tsr explained the alarm and assisted the rn to clear the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2012, product surveillance contacted the caregiver (cg). The cg stated that the home patient (hp) awoke in the middle of the night. The hp then got up and a disconnection occurred that led to the system error 2240. The hp did not reconnect to the machine. The cg stated the hp understood the proper procedures for performing therapy. The cg provided the answers to the system error 2240 callscript. Per the callscript, the hp was connected at the time of the alarm, the patient line was properly primed before connecting, a patient extension line was not used, the hp did disconnected prior to the alarm (the hp stood up and caused disconnection to occur), and the supplies were not damaged by an outlet clamp. Proper procedures were reviewed with the patient. Therapy was ended. There was the patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - patient disconnected from set. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.